Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure using an xi system, and before surgical port placement, error 23008 occurred on universal surgical manipulator (usm) arm 4. Before contacting technical support, the customer had already aborted to traditional laparoscopic surgery. No known impact or patient consequences were reported.